Manufacturer narrative:
The account found the side rail has broken bolts and is not attached to the frame. The account replaced the bolts that hold the side rail to the frame to resolve the issue.

Event description:
The account alleged the side rail will not latching. No pt impact.